Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on her right hip on or about (B)(6) 2008. Patient was implanted with a depuy asr hip implant on her left hip on or about (B)(6) 2009. A few months after her initial hip replacements, patient experienced pain, tightness, discomfort, muscle spasms, difficulty sleeping, and difficulty walking. Patient had the right asr hip implant explanted on (B)(6) 2011. Patient will be having the left asr hip implant explanted in approximately the summer of 2011. Additionally, it is alleged that the patient was advised that she had excessive levels of chromium and cobalt in her blood.